Manufacturer narrative:
All buttons seems to click properly and no stuck buttons noted, however, pump received with an unresponsive keypad on all of the buttons. All buttons seems to click properly and no stuck buttons noted. Unable to perform the self test due to unresponsive keypad. Unable to verify numbers are ramping on their own and the scroll bar is moving due to no button response. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex tail, motor assembly, electronic assembly and force sensor.¿ the sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No stuck buttons noted, however, unresponsive keypad confirmed due to moisture damage on the electronic assembly. Unable to verify numbers are ramping on their own and the scroll bar is moving due to no button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the keypad of the insulin pump was stuck. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer stated that numbers were ramping on their own and the scroll bar was moving with no input. The pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1886.